Manufacturer narrative:
Medical device: model number: 720185-01, lot number: 1000151345, model description: reservoir flat iz 100 ml. Device evaluation: the complaint component was not returned for analysis. An overall investigation conclusion code of adverse event related to procedure was chosen as the reported adverse most likely occurred during the procedure due to the short implant duration, and the device likely had no influence on the event. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was removed due to an infection. The ipp was originally implanted on (B)(6) 2019 and the patient became infected within 2 weeks. After the ipp was removed a washout was performed. A new spectra penile prosthesis (spp) was then implanted. The explanted components were sent to the local pathology department and were then disposed of.